Event description:
During an atrial fibrillation procedure, a blood leak occurred from the sheath. The sheath was replaced, and the procedure was successfully completed with no adverse consequences to the patient. The guidewire was the only device inserted into the hemostasis valve.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.